Event description:
It was reported that during a follow up, x-ray revealed externalized conductor. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.